Manufacturer narrative:
An investigation was opened to conduct operator awareness for this issue and is applicable to this complaint. No actual returned product was received to complete a physical analysis however, root cause investigation findings indicate multiple potential factors contributed to the reported issue. The investigation has been closed and all actions have been completed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional details have been requested but, not provided to date. When additional information becomes available, a follow up report will be filed. Reported to the FDA on march 25, 2016. (B)(4).

Event description:
Complaint received from a wound nurse reporting a physical integrity issue with the product. Reporter stated she was called to consult regarding the retention of part of the ribbon gauze in a tunnelling abdominal wound of a pediatric patient. The nurse caring for the patient felt that a piece of the ribbon dressing broke off since the entire length of the dressing had not been removed from the wound. It was further noted that the length of the dressing inserted is unknown for comparison. Reporter stated the patient will be referred for surgery to explore the wound tunnel. No further information was provided by the reporter, including treatment or outcome.